Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: both photo and the complaint device were received for evaluation. A photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo, it was possible to see some information of the device and no damage could be identified. There are no further images that can help in the determination of a root cause. The photo does not provide enough evidence to confirm the failure reported. According with the visual inspection of the photo, this complaint cannot be confirmed. He possible root cause for the bent pins can be attributed to the heavy use while trying to connect and disconnect in the connection point. For the wear condition could be related to fair wear and tear due to age and use. However, it cannot be conclusively affirmed. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observation showed wear marks indicated that it was worn. Some areas of the device were peeled, and the initial cord was slightly damage. Finally, it was found that the connector pins were bent; therefore, cannot be connected into the generator. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. Since the functional test could not be performed, this complaint cannot be confirmed. The manufactured date of this device is 2011 and hence indicates this device is 12 years old. The possible root cause for the bent pins can be attributed to the heavy use while trying to connect and disconnect in the connection point. For the wear condition could be related to fair wear and tear due to age and use. However, it cannot be conclusively affirmed. As per IFU: it is important to ensure the maintenance, the footswitch cannot be sterilized. The footswitch surfaces can be cleaned with detergents and disinfectant cleaners according to standard hospital practices. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 correction narrative: d4, h4: the lot number and manufacture date have been updated to reflect the correct information. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). D4: the expiration date is currently unavailable. E3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a shoulder arthroscopy procedure on (B)(6) 2023, a vapr 3 footswitch device was used. According to the report, nothing happened when pushing the coagulation side on the device while the ablation function worked. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.